Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 and u13 components on the bedside board was internally shorted and there was contamination on the battery board. The cause of the resets is the damaged components and the liquid contamination. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger was unable to charge a battery pack.